Event description:
As reported, the sealant of the 6/7f mynx control vascular closure device (vcd) leaked out prior to entrance into the sheath. There were no anomalies were observed prior to use; however, the sealant was noticed expanding from the device, possibly due to the device getting wet before insertion into the sheath. Additional training on keeping the device dry was provided. The device never touched the patient. Hemostasis was achieved using another mynx control device. The device will be returned for evaluation. The device was stored according to the instructions for use (IFU) and was originally prepped according to IFU instructions without any noted difficulties. The device storage temperature exceeded 25 °c. The device was removed from the package per IFU, and the sealant sleeve was not cracked prior to use. The device was purged of air during preparation. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of the 6/7f mynx control vascular closure device (vcd) leaked out prior to entrance into the sheath. There were no anomalies observed prior to use. However, the sealant was noticed expanding from the device, possibly due to the device getting wet before insertion into the sheath. Additional training on keeping the device dry was provided. The device never touched the patient. Hemostasis was achieved using another mynx control device. The device will be returned for evaluation. The device was stored according to the instructions for use (IFU) and was originally prepped according to IFU instructions without any noted difficulties. The device storage temperature exceeded 25 °c. The device was removed from the package per IFU, and the sealant sleeve was not cracked prior to use. The device was purged of air during preparation. The device will be returned for evaluation. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the sealant was returned in the manufacturing position, fully covered in the sealant sleeve. Additionally, the balloon was fully deflated. The syringe was returned detached from the device and the stopcock was open. The procedure sheath was not returned with the device. Blood was observed on the device. The catheter working length was verified and noted to be within specification. A functional test was executed to perform the deployment of the sealant. The device performed as expected. The sealant was deployed after button 1 was pressed and the balloon retracted after button 2 was pressed. A high magnification evaluation was executed to observe the conditions of the sealant, where it was confirmed that the sealant was present in manufacturing position fully covered by the sealant sleeves. The reported event ¿mynx control system - deployment difficulty ¿ premature¿ because the device performed as intended. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sealant of the 6/7f mynx control vascular closure device (vcd) leaked out prior to entrance into the sheath. There were no anomalies were observed prior to use; however, the sealant was noticed expanding from the device, possibly due to the device getting wet before insertion into the sheath. Additional training on keeping the device dry was provided. The device never touched the patient. Hemostasis was achieved using another mynx control device. The device will be returned for evaluation. The device was stored according to the instructions for use (IFU) and was originally prepped according to IFU instructions without any noted difficulties. The device storage temperature exceeded 25 °c. The device was removed from the package per IFU, and the sealant sleeve was not cracked prior to use. The device was purged of air during preparation. The device will be returned for evaluation.